Event description:
It was reported that the mod on the cstat 3000 was installed on the system up-side-down. This is used only to copy images to the disk, so there was no pt involvement.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep removed and replaced the mod. The system operates as intended.